Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they have been hospitalized 6 to 7 times this year due to high and low blood glucose. The customer stated that sometimes the pump sweats off, and sometimes his blood glucose readings change and he bottoms out. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.